Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross access kit was selected for use. The transseptal puncture (tsp) was being attempted by the physician using the versacross rf wire and watchman sheath. Upon advancement of the wire and sheath/dilator system to superior vena cava (svc), the physician began drop down. On fluoroscopy, it appeared that the catheter was whipping around in an attempt to find tenting on fossa. At one point, it appeared the catheter unintentionally jumped across the septum. The physician pulled everything back and attempted to advance system to svc once again and drop down onto fossa. The physician then crossed the septum without radiofrequency. While the procedure continued, a pericardial effusion around right atrium was noted by echocardiographer and the patient's blood pressure was low. The physician continued with the watchman device release in left atrial appendage (laa). After the device was released, the physician called surgeon to assess and determine next steps. It was then determined that they needed to drain the effusion, and pericardial tap was done. Patient remained intubated after procedure. Approximately an hour later, physician determined that the patient was stable and expected to recover. The device is not expected to be returned for analysis. In the physician's opinion, the devices contribute to the patient complication. Physician believes effusion was right sided as a result of complications during transseptal puncture. No pe was noted before the procedure. It was reported that the pe had occurred likely due to the transseptal procedure. The patient was not under warfarin. Current patient status is unknown.